Event description:
Boston scientific crm received information that this chronic right ventricular (rv) defibrillation lead displayed out of range pace impedance in more than one configuration as well as high thresholds. Shock impedance was normal. No noise was seen with pocket manipulation but when the real time electrogram was run, very fine baseline noise was noted. There was no evidence of oversensing. Technical services discussed the possibility of a loose set screw. An x-ray will be performed to visualize the connection. No adverse patient effects have been reported.

Manufacturer narrative:
The pocket was opened and the terminal pin of the lead was not visible past the connector block. The tug test was performed and the lead stayed in the port. The lead was disconnected, reseated and reconnected. Extensive testing was performed and all lead measurements were then normal. It was determined that the issue was that the lead pin was not inserted far enough into the port. Technical services discussed how a partial connection may have given good numbers at first, but as the patient felt better and became more active, there may have been more pull on the lead resulting in the intermittent, out of range impedance measurements. All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available, the event will be updated.